Event description:
The pt was being fed using a pump. An unk amount of enteral feeding solution was hung, and the pump was set to deliver 29 ml/hr. The pt's father reported the feeding solution was being delivered at a higher rate than programmed. The reporter stated the pump overdelivered by 114%. There was no illness, injury or medical intervention resulting from the event. One pt involved.